Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized 2 weeks prior and was in a coma and needed a new transmitter. She said that her transmitter was giving her incorrect readings and that her husband had to give her glucagon shots to treat. The customer stated that event started around (B)(6) 2017. The date of her hospitalization was (B)(6) 2017 and her blood glucose at the time of admittance was 1200 mg/dl. She said that she had symptoms of thirst and was vomiting. The cause of her hospitalization was gastroparesis and diabetic ketoacidosis. The customer said that she was hospitalized for one week and that she was wearing the pump, but declined troubleshooting. The insulin pump is not being returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter. The test value of 135 mg/dl was properly displayed on the pump sensor graph screen. No pump/sensor transmitter communication anomaly noted. Device had intermittent button response on the esc and act buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd was found locked properly. Device had scratched reservoir tube window and cracked reservoir tube lip. (B)(4).